Manufacturer narrative:
On 8/12/2020, it was reported to mentor that capsular contracture was only on the left side and not the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to remove capsular contracture and paresthesia codes and add chest injury code to more accurately capture the reported event. Manufacturer¿s reference number: (b)(4.

Manufacturer narrative:
On 8/17/2020, it was erroneously omitted to include code paresthesia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:capsular contracture and paresthesia, unspecified lump. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 400cc and experienced bilateral capsular contracture and paresthesia, unspecified lump in the left breast, capsular contracture baker grade ii on the left breast and unknown baker grade on the right breast implant. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the left breast implant.